Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B) (6) 2010, during the same surgery, the patient was re-implanted.(B) (4)

Event description:
Per the audiologist, the patient experienced a decrease in performance after a fall and hit to the head resulting in device non use. An integrity test was attempted however connection to the internal device could not be established. Information on explant or reimplantation was not available at the time this report was filed.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B) (4).